Event description:
Initial back surgery on 11/19/1996; spondylolisthesis at l4-l5 with facet hypertrophy and degenerative change through facet joint, spondylosis, unstable low back. Operation performed was laminectomy at l3-s1 with fusion at l2-s1 and internal fixation at l2-s1. Due to pain in back and legs and (2) fractured rods, a reoperation was performed on 11/13/1997. Initial hardware was removed and replaced with 2 metallic fixation screws and interbody fusion was performed at l4-l5 with bak implant.